Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's longevity was less than six months. It was reported that the patient was presented to the emergency room due to near syncope. This pacemaker was explanted. No additional adverse patient effects were reported.